Event description:
The customer reports that upon opening the package multiple kinks were noted in the wire. The package showed no notable damaged prior to opening. The device was not used on the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned a straight guide wire, a single-lumen arterial catheter, needle and a guide wire tubing from a sac set for analysis. Visual analysis revealed that the guide wire contained two distinct kinks. Microscopic examination revealed white stress marks on the tubing approximately at the same locations as each of the kinks on the guide wire when fully inserted. The damage observed is consistent with defects related to shipping and handling of other sac sets. No other defects or anomalies were observed. The kinks in the guide wire measured 71mm, and 100mm from the distal end respectively. The length and outer diameter of the guide wire were measured .and were found to be within specification. A device history record review was performed on the kit packaging and the guide wire and no relevant issues were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend are clearly visible on the front of the lidstock". Eco-044051 was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained two distinct kinks. The guide wire tubing also contained stress marks that are consistent with the kinks in the guide wire. Additionally, the words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that upon opening, the package multiple kinks were noted in the wire. The package showed no notable damaged prior to opening. The device was not used on the patient.